Event description:
It was reported that while stimulation was turned on, the patient reports a loss of therapeutic effect. The ins(stimulator) was doing ok until last night and then she was up with her incontinence symptoms 5 times. She requested assistance in changing her settings. The patient can't sleep on that right side. The stimulation buzzes in her right hip and that's where it hurts the most. She had a follow up appointment over a week from reported event date. The patient felt a shock in her hip as she was changing positions. She was on program 4 at 1.0 volt. She initially increased stimulation to 1.3 volts. She felt stimulation down her right leg and just barely felt stimulation in the groin. The patient reported that the stimulation started to hurt. She really had pain last night in her right hip. The implant was on the left and the lead was on the right according device registration system. The patient lowered stimulation to 1.2 volts and now she can barely feel the stimulation in her hip. She did feel stimulation in the groin area the day before reported event date. She will leave stimulation at 1.2 volts. Additional information from the healthcare provider reports that there was fifty percent or greater symptom reduction. The cause of the event was not determined and unknown if device related. Reprogramming was needed. The patient called manufacturer after one night symptoms which resolved and impedance "illegible" (B)(6) 2015 and no complaints on (B)(6) 2015. It was reported that the patient recovered without permanent impairment. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0t5f8, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).